Event description:
Customer states the inform system is reading "battery critically low;" customer also states 2 connector pins are black. No adverse event reported. The malfunction occurred at a hospital. Upon evaluation by the manufacturer, it was confirmed that there was evidence of melting and burning of pins 3 and 4. Requested return of suspect device and replacement was sent.